Event description:
It is reported that a customer was states there is a leak in the reservoir compartment of their insulin pump. The customer has a blood glucose level was 178 mg/dl at the time of the call. The customer states that leak run past both o-rings. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.